Manufacturer narrative:
This is a very rare error for the tracoe twist plus cannula which was only reported once in 2024. One causal factor can be seen in strong mechanical stress during application, the use of unsuitable cleaning agents or disinfectants, which led to tensile or shear forces in the material. No information is available of the duration of use of this cannula, which may also have an influence of the stability of the cannula's components. A further cause might be the material or the manufacture of the ring itselfe.

Event description:
1) what went wrong? Pin(s) of the ring break during inner tube change. Shaft of tracheostomy cannula became disconnected from attachment ring on flange. Shaft could slip out of patient stoma. 2) description of health effects. No health effects reported, but patient required urgent tracheostomy change. Therefore the patient was distressed due to discomfort.